Event description:
It was reported that the fiber overheated quickly and broke off after 15,000 j. There were no patient complications. This complaint refers to the first fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm the reported fiber break allegation. However, analysis did identify a glue failure, thus confirming the reported fiber overheating event. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber was overheating, and the tip broke after (B)(4) joules of use. The procedure was completed with two (2) additional fibers with no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber was overheating, and the tip broke after 15,000 joules of use. The procedure was completed with two (2) additional fibers with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm the reported fiber break allegation. However, analysis did identify a glue failure, thus confirming the reported fiber overheating event. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.